Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). The returned guide catheter was kinked at approximately 15mm proximal to the tip. The edge of the tip was found jaggy likely due to contacting a relatively hard object. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, it was presumed that torsion applied on the guide catheter for deep engagement and anatomical influence likely generated local twisting stress and made the guide catheter to become kinked. The tip was jagged possibly by interfering with the edge of the stent. It was concluded that this event was not attributed to product quality. Procedure where the reported device involved was terminated and rescheduled; therefore, this event was considered serious injury. Instructions for use (IFU) states: [warnings] manipulate this product carefully by monitoring its move under high definition x-ray fluoroscopy while this product is inserted in blood vessels. If any resistance is felt during operation or if torque manipulation is not transmitted to the catheter distal end, discontinue the operation and identify the cause. Catheter may be kinked and/or twisted. Continued operation against resistance or removal of catheter by force may damage the blood vessel, or break or rupture this product; and, [malfunction and adverse events] kink.

Event description:
It was reported that the procedure was to treat a 90-99% stenosis in the rca #2 to 3. An asahi guide catheter was advanced via the right radial artery in order to engage with the rca. Because stent delivery was difficult, the guide catheter was rotated clockwise to have stronger backup force. After the guide catheter deeply engaged with the rca, another attempt was made to deliver the sent when the stent was found dislodged from the delivering balloon. Further attempt to deeper catheter engagement caused a kink on the guide catheter proximal to the engaged location. A 0.035 inch guide wire was inserted to stretch out the kink in order to retrieve the stent; however, the attempt failed as the stent got trapped in the lesion. All the system was then removed. The physician determined to discontinue the procedure at this time and re-perform a pci some other day. The patient was fine without problem after the procedure.